Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was on impella cp support. While on support, an echocardiogram (echo) revealed impella placement deep at 5.4 cm. The physician was available to pull back and reposition the device 2cm under echo for 3.6 cm from the inlet to the aortic valve.